Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Reported incident - a 36mm humeral socket insert was unintentionally implanted with a 32mm rsp glenoid head. Socket insert should have been in a 34mm but they inserted a 36mm.

Manufacturer narrative:
The reason for this revision surgery, it was reported as, revision surgery: "a 36mm humeral socket insert was unintentionally implanted with a 32mm rsp glenoid head. Socket insert should have been in a 34mm but they inserted a 36mm. Rep, charge nurse, as well as surgeon n this and all called out 34mm. This wasn't realized until the day after the surgery. They are working w/ brent on and have confirmation from dr. That there is data behind this not being an issue and this surgeon may n< to revise. We have been advised by name for na than to go ahead and fill out a pcf just so we have documentation in case there is the need for a revision at a later date. M/63" the actual length of in-vivo for the item(s) listed is unknown as the original surgery date was not provided or could be established.